Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. A chest x-ray was performed and showed that there was no slack in the lead. A dislodgement was suspected due to these observations. The rv lead was explanted and replaced with a longer lead. No additional adverse patient effects were reported.